Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later patient provided ultrasound diagnosing rupture. Device has been explanted and replaced with another manufactures device. This relates to the right side.

Event description:
Patient reported right side device rupture. Patient later provided ultrasound diagnosing rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture, and swollen breasts sensation of induration. Healthcare professional additionally reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; d9; h3; h6.

Event description:
Patient reported right side device rupture. Patient later provided ultrasound diagnosing rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted and replaced with another manufactures device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported device rupture on an unknown side. The device remains implanted.

Event description:
Patient reported right side device rupture. Patient later provided ultrasound diagnosing rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted and replaced with another manufactures device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.